Event description:
Pt experienced pain in left shoulder and insistently requested surgeon to undergo same surgery performed to their right shoulder after positive results. Pt was treated for a type ii slap lesion on their left shoulder. Five months after the surgery, pt experienced discomfort. MRI performed showed a broken or pulled out tack with a loose body in the inferior recess. A revision surgery was performed on their left side approximately 10 months post-op. During the revision, the implant head with a 3mm portion of the implant was removed and another bioimplant was used to repair. Post-op notes from follow up visit in 01/2003 (4-7 weeks from initial surgieries) state the pt 'put up a skylight and, in doing so, pt overdid it and developed quite a bit of pain.'